Event description:
The customer's diabetes educator reported that the insulin pump had a keypad anomaly. The customer was off insulin pump therapy for some time. When she tried to setup the insulin pump, the letters on the screen were flashing. She could not clear the empty reservoir alarm by using the esc and act buttons. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.